Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1cm. The damage found was sustained during the surgical procedure.  The lead was otherwise normal.

Event description:
New information revealed the helix extension issue was noted after the lead was placed in the body.

Event description:
New information revealed the helix extension issue was noted after the lead was placed in the body. This is a non-reportable complaint.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, it was observed the lead was unable to extend and retract the helix. It was unknown if this was observed before being deployed in the body or after. The lead was exchanged and the procedure was completed with no other complication. The patient was stable.